Manufacturer narrative:
(B)(4). Date sent: 12/27/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har17f device was received with the clamp arm misaligned, and the inner hinges were damaged. In addition, it was returned with the tissue pad damaged, melted and 100% present. No damage to the blade could be observed. Functional testing could not be performed due to the returned condition of the device. During analyzed, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The condition of the clamp arm split can be caused by a failure of the device as a result of clamping and twisting with tissue present; also it is recommended that when assembling the instrument to the hand piece the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. However, no conclusion could be reached as to what caused the damaged at the clamp arm. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) batch #: r9281f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the handle of what appears to be a focus instrument. The batch be observed as r9281f. Image 2: the image provided by the customer is that of the distal jaw of what appears to be a focus instrument. A closer look at the clamp arm interface shows jaws misaligned. The blade tip was nor broken as reported. The condition of the clamp arm split can be caused by a failure of the device as a result of clamping and twisting with tissue present; also it is recommended that when assembling the instrument to the hand piece the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.